Manufacturer narrative:
Inspected one random opened and used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Also, performed visual inspection and found one of three sensors with cannula retracted inside sensor base. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they removed the sensor and the cannula was missing. It was not in his body. The insulin pump alarmed lost sensor. Customer's blood glucose level was 134 mg/dl. The sensor was returned for analysis.